Manufacturer narrative:
On 18 jul 2025, it was reported by the account that the visum blade light head had disconnected from the suspension. Multiple attempts were made however, the customer did not place a po for service, so no onsite investigation was performed. It is unclear if the issue was resolved. According to device records, the device was installed and began use in 2016, which exceeds the expected device lifetime of 7 years. The most likely root cause is customer misuse, resulting in material failure and light-head separation. However, this can not be confirmed without onsite investigation. There was no patient impact or harm reported. There were no adverse events reported. This issue does not currently exceed any thresholds and will continue to be monitored

Event description:
It was reported that the or 1 light head detached from the suspension. There were no reported injuries or adverse consequences.

Event description:
It was reported that the or 1 light head detached from the suspension. There were no reported injuries or adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.